Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. Prior to noticing the fluid leak, it was reported that an m31 air detected in cassette warning had occurred during fill 4 of 5. The patient said the warning had occurred multiple times that night. When the patient opened the cycler door to remove the cycler set, fluid was found behind the cassette. The ts representative issued the patient a replacement cycle and advised them to discontinue use of the device. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported that the patient completed treatment by performing a manual pd exchange. The patient did not report noticing any damage or defects on the cassette, and it was uncertain where the fluid had leaked from. The pdrn confirmed the patient was trained to perform stat drains, as well as manual pd therapy. The pdrn confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. However, as a precaution the patient was given a prophylactic one-time dose of antibiotics (cefazolin 1g) which was administered via intraperitoneal injection. The pdrn confirmed the patient's peritoneal effluent has remained clear. The pdrn also confirmed the replacement cycler was received, and the patient was said to be continuing pd therapy on the replacement without any further problems. The old cycler was taken into the clinic and was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although the actual device was reported to be available for physical evaluation, to date no parts have been returned to the manufacturer. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. If the cycler is returned and/or new information becomes available, the complaint investigation will be updated.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. Prior to noticing the fluid leak, it was reported that an m31 air detected in cassette warning had occurred during fill 4 of 5. The patient said the warning had occurred multiple times that night. When the patient opened the cycler door to remove the cycler set, fluid was found behind the cassette. The ts representative issued the patient a replacement cycle and advised them to discontinue use of the device. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported that the patient completed treatment by performing a manual pd exchange. The patient did not report noticing any damage or defects on the cassette, and it was uncertain where the fluid had leaked from. The pdrn confirmed the patient was trained to perform stat drains, as well as manual pd therapy. The pdrn confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. However, as a precaution the patient was given a prophylactic one-time dose of antibiotics (cefazolin 1g) which was administered via intraperitoneal injection. The pdrn confirmed the patient's peritoneal effluent has remained clear. The pdrn also confirmed the replacement cycler was received, and the patient was said to be continuing pd therapy on the replacement without any further problems. The old cycler was taken into the clinic and was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The vacuum test failed. The vacuum display value read 204 mbar indicating fluid was present in the hp filters. A post-accelerated stress test (ast) simulated treatment was performed without any failures or problems. There were no fluid leaks in the test cassette during the test. The cycler underwent and passed a patient sensors test, a valve actuation test, a system air leak test, a teach pumps test, and a mushroom head check. The vacuum test failure was traced to visual evidence of a clog in the hp2 filter. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event of fluid leaking. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. Prior to noticing the fluid leak, it was reported that an m31 air detected in cassette warning had occurred during fill 4 of 5. The patient said the warning had occurred multiple times that night. When the patient opened the cycler door to remove the cycler set, fluid was found behind the cassette. The ts representative issued the patient a replacement cycle and advised them to discontinue use of the device. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported that the patient completed treatment by performing a manual pd exchange. The patient did not report noticing any damage or defects on the cassette, and it was uncertain where the fluid had leaked from. The pdrn confirmed the patient was trained to perform stat drains, as well as manual pd therapy. The pdrn confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. However, as a precaution the patient was given a prophylactic one-time dose of antibiotics (cefazolin 1g) which was administered via intraperitoneal injection. The pdrn confirmed the patient's peritoneal effluent has remained clear. The pdrn also confirmed the replacement cycler was received, and the patient was said to be continuing pd therapy on the replacement without any further problems. The old cycler was taken into the clinic and was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
Correction: h6 (health effect impact code) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. Prior to noticing the fluid leak, it was reported that an m31 air detected in cassette warning had occurred during fill 4 of 5. The patient said the warning had occurred multiple times that night. When the patient opened the cycler door to remove the cycler set, fluid was found behind the cassette. The ts representative issued the patient a replacement cycle and advised them to discontinue use of the device. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported that the patient completed treatment by performing a manual pd exchange. The patient did not report noticing any damage or defects on the cassette, and it was uncertain where the fluid had leaked from. The pdrn confirmed the patient was trained to perform stat drains, as well as manual pd therapy. The pdrn confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. However, as a precaution the patient was given a prophylactic one-time dose of antibiotics (cefazolin 1g) which was administered via intraperitoneal injection. The pdrn confirmed the patient's peritoneal effluent has remained clear. The pdrn also confirmed the replacement cycler was received, and the patient was said to be continuing pd therapy on the replacement without any further problems. The old cycler was taken into the clinic and was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.